Manufacturer narrative:
Vulcan custom dental's clinical assessment indicates no issues with recommended treatment plan. Vcd's lead clinical advisor has reached out to the customer to try and better understand how guided surgeries are being performed to assess if there is something we can do or better communicate to improve the doctor's success rate.

Event description:
Doctor extracted tooth #9 per protocol, allowing surgical guide to fit as intended. Doctor states drills required per protocol were too short, causing them to float and not engage bone in the extraction socket which resulted in the doctor abandoning the procedure.